Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The left ventricular lead exhibited a loss of capture. X-ray imaging confirmed that the lead had not become dislodged. The lead was reprogrammed. The patient's condition post event was good and would continue to be followed normally.